Event description:
Information was received that water is falling back into reservoir, but not leaking on the floor- discovered during daily inspection check; no patient involvement.

Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow systems (h-1200) was returned for investigation in good condition. Visual inspection showed that there was no physical damage. During testing, the investigator noticed that water recirculated inside reservoir tank. The unit also heated up the required temperature of 41.7 degrees celsius. The investigator determined that the unit had functioned as intended. The customer reported product problem (water transferring to the reservoir without leakage) was not confirmed during testing. No fault was found with the device.

Manufacturer narrative:
Other, other text: evaluation results: one level 1 trauma fast flow systems (h-1200) was returned for investigation in good condition. Visual inspection showed that there was no physical damage. During testing, the investigator noticed that water recirculated inside reservoir tank. The unit also heated up the required temperature of 41.7 degrees celsius. The investigator determined that the unit had functioned as intended. The customer reported product problem (water transferring to the reservoir without leakage) was not confirmed during testing. No fault was found with the device.